Event description:
Customer reported a hospitalization due to low blood glucose levels. The blood glucose reading at the time of the event was not known. Customer was not in a vehicular accident. Customer stated that he did not have threshold suspend on and that if the blood glucose reading normally went as low as 70 mg/dl or 60 mg/dl, he would have woken up. Customer declined troubleshooting for low blood glucose. Customer also reported that the adhesive on the sensor was not sticking to his body. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.